Manufacturer narrative:
According to the customer, on (B)(6) 2025 the device was emitting "little to no mist" and that it wasn't "misting sufficiently." The customer reported that she has copd and was diagnosed with bronchitis on (B)(6) 2025. The customer said that she uses the device "3 to 4 times per day" and has been missing doses of "ipratropium bromide and albuterol sulfate." The customer reported that her breathing is "getting worse" and her inhaler "doesn't help." The customer was asked to contact medline if medical treatment or follow-up care is needed. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 the device was emitting "little to no mist" and that it wasn't "misting sufficiently." The customer reported that she has copd and was diagnosed with bronchitis on (B)(6) 2025. The customer said that she uses the device "3 to 4 times per day" and has been missing doses of "ipratropium bromide and albuterol sulfate."